Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead integrity alert (lia) was triggered for the high number of short interval counts (sic). Though the device was replaced in (B)(6) 2011 the manipulation of the pocket did not reproduce noise and the impedance trend has been stable over the history of the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was oversensing with ventricular non-sustained tachycardia less than equal to 210 ms between (B)(6) 2011 and (B)(6) 2012. Also, ventricular fibrillation less than equal to 210 ms average v-cycle between (B)(6) 2011 and (B)(6) 2012. The save to disk review found the lead integrity alert triggered with the patient alert for lead failure predictor on (B)(6) 2012.

Event description:
It was reported that lead integrity alert (lia) was triggered for the high number of short interval counts (sic). Though the device was replaced in (B)(6) 2011 the manipulation of the pocket did not reproduce noise and the impedance trend has been stable over the history of the lead. The lead remains in use. It was further reported that the lead had noise which was reproducible by doing isometrics. The lead was capped and replaced. No patient complications have been reported as a result of this event.